Manufacturer narrative:
(B)(4).

Event description:
Reportedly, it was not possible to upgrade the subject programmer to smartview version 2.54.

Event description:
Reportedly, it was not possible to upgrade the subject programmer to smartview version 2.54.